Event description:
It was reported that the patient had expired. Review of stored egms showed a vf event which was detected and treated appropriately with a 30j shock. A post shock hvli was low and all subsequent charges were aborted due to possible output circuit damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory. Analysis of an arc mark on the can indicated the presence of lead material. The low voltage functionality was normal when tested on the bench and using automated testing equipment. The damages found are consistent with those caused by arcing between the hv conductor and the ICD can during therapy.